Event description:
It was reported that a one-link device ¿popped off¿ from an unspecified set, leading to a leak. This occurred while attempting to connect an infusion of magnesium. The device was reported to not fit the tubing properly. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.